Event description:
Hospital reported death of (B)(6) patient from sepsis (klebsiella pneumonia) after 14 days on support. There was no autopsy, the device was not explanted, and the outcome form indicates the device did not cause or contribute to the patient's death.